Event description:
A patient reported experiencing loss of vision in the right eye while using a one touch ii meter. Patient has had diabetes for 20 years and tests blood glucose on ot meter 3-4 times a day. One day prior to event date, patient took a set dose of 45 units 70/30 insulin at 08:00pm. On event date, patient woke at 3:30 am experiencing nausea and later during the day pt could not see with the right eye. One day after event date, patient visited their primary care physician and was treated with unknown eye drops for an unknown medical condition. The physician's nurse has allegedly attributed the patient's eye condition to hypoglycemia. Patient's vision has been reportedly improving. During contact with lifescan representative, patient would not provide the ot meter blood glucose readings at the time of the event. The ot meter memory download does not support the allegation that patient had hypoglycemia while the meter was reading inaccurately high. Patient takes set amounts of insulin and does not base any insulin intake on the ot meter readings. An acute loss of vision would usually require intervention by an ophthalmologist. Patient has only seen their primary care physician who treated pt and did not refer pt to an ophthalmologist. Patient has been reportely regaining their vision and there have been no reports of any permanent damage.